Event description:
It was reported that a chest x-ray on the evening of (B)(6) 2022 showed a small apical pneumothorax on the left side. No treatment was performed as a chest tube was already in place from ventricular assist device (vad) implant surgery. The patient was found to be in atrial fibrillation on (B)(6) 2022 but remained hemodynamically stable. Amiodarone was administered.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20jul2022. The IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, as an event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.